Manufacturer narrative:
Additional information has been provided in d.10., h.3., h.6. And h.10. One opened probe was received with no tip protector, in a tray along with other items, for the report of was not cutting effectively during surgery. At the time of receipt it was observed that the probe needle was completely broken off of the rest of the probe assembly. The returned sample was visually inspected and found to be non-conforming with the probe needle completely broken off at the stiffener, confirming the received condition of the probe. Functional testing, disassembly activities, and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint sample was received with the needle completely broken off of the probe assembly. Therefore, a confirmation of the reported event could not be determined and the exact root cause of the complaint could not be verified. The exact root cause of the broken needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. Confirmation of the reported event could not be determined and an exact root cause could not be verified, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Initially, a surgeon reported two vitrectomy probes did not cut and did not aspirating during a procedure for retinal detachment repair. System parameters and calibration passed normally. No system messages were displayed. The surgeon has noted that problems only happen with 10,000 cuts per minute (cpm) probes and only with posterior cassettes. The case was completed using alternate cassette pak. However, the surgeon could not rule out a system problem. Patient impact was not mentioned. Additional information was received from the surgeon indicating the vitrectomy probe stopped cutting after ten minutes of use and just aspirated. This is one of multiple reports form this facility.